Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pre-decontamination inspection noted that the header was separated and the back of the header was cut off. All seal plugs were missing except the left ventricular (lv) seal plugs. A hole was noted in both lv seal plugs. The right ventricular (rv)(-) setscrew was stuck in the up position and the rv(+) setscrew was drilled out. The right atrial (ra)(+) connector block was missing and a lead pin was returned and lodged in the ra lead barrel. All other setscrews moved freely. Post decontamination microscopic visual inspection noted the force required to free the rv(-) was measured to be 26 inch-ounces. A cut was noted in the upper top-side of the header. A laboratory test lead was inserted into each lead barrel and each setscrew tightened on the lead pin without difficulties. The device counter and therapy history revealed that the device was able to deliver therapy prior to explant. No further testing was performed. Analysis testing confirmed the field allegations of a stripped setscrew. The damage to the header and setscrews was consistent with induced damage.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
The device was later returned for analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was being explanted due to normal battery depletion. During the procedure, the setscrews were found to be stripped, thus, the physician was unable to free the leads. The header was removed, and the patient's atrial lead was damaged during the process. To date, there have been no reported adverse patient effects related to this clinical observation. It was noted that the location of the device was unknown; however, if it was found, it would be returned.